Event description:
It was reported that within four days of implant, the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead 2013 (B)(6); 429688 implantable pacing lead 2013 (B)(6). (B)(4).